Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in the reported needle mechanism failure as the device was deactivated before completion of the second priming sequence. An 0x5c alarm was generated by the pod. High pulse widths and drive stalls were observed in the data. Pod rerun data did not generate an alarm. The exact cause of the alarm could not be determined.